Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer was hospitalized due to high blood glucose 2 weeks after her released she experienced high blood glucose again. Customer's blood glucose was unknown. Customer went to her doctor and blood glucose was correct with pen. The customer thinks that the pump is faulty . The customer was advised that pump replacement will be process. The customer was advised to monitor blood glucose and disconnect from pump and revert to backup plan.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and basal rates and monitored. The boluses and basal rates were delivered and recorded properly in bolus history screen and basal review screen. No basal anomaly noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had a cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.